Event description:
It was reported that while using the bd preset¿ eclipse¿ that there was no needle cap on one device and no tube protective cover on one device. No impact reported.

Manufacturer narrative:
E.1:initial reporter facility name: (B)(6) hospital. H.6 investigation summary material #: 364389 lot/batch #: 3151632 bd received 2 samples and 2 photos for investigation. The samples and photos were evaluated and the customer¿s indicated failure modes for damaged plunger rod and missing IV shield were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of damaged plunger rod and missing IV shield were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged plunger rod and missing IV shield. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.